Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test proved the ICD functions to be as specified. The returned data have been analyzed. The inspection revealed that the ICD activated the eri status, because during an automatic signature check the device detected invalid memory content in the live-holter, a memory range containing battery data. In general, the ICD is equipped with the ability to detect and repair invalid memory content. If there was invalid memory content found in the live-holter, by design the ICD will activate the device status eri to avoid an incorrect automatic longevity calculation. This does not represent a device malfunction. In conclusion, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The clinical observation resulted from invalid memory content in the live-holter. The invalid memory content was automatically detected by the device leading to the activation of the eri status. The ability of the device to deliver therapies is not affected by this safety mechanism.

Event description:
Device was explanted due to eri. No adverse patient events were reported. Should additional information be received, this file will be updated.